Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported an occlusion alarm occurred. Customer changed the infusion set and cartridge to clear the alarm. Customer's blood glucose was 330 mg/dl. Customer resumed pump therapy.